Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that leakage was observed from the catheter body. It was reported that there were no other associated symptoms, and new tubing was opened to remove the connector, cut the catheter, and reconnect. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the video showed a groshong nxt clearvue catheter inserted in a patient¿s arm. A syringe filled with clear liquid was observed to be attached to the luer hub of the catheter. When the syringe was compressed, a small drop of clear liquid was observed to flow out of the catheter tubing. The leak was observed to occur slightly distal to the proximal end of the catheter shaft. Due to the quality of the returned video, no details of the damage to the catheter tubing could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.